Event description:
User experienced a leak from the analyzer. No patient samples were involved. No operators were harmed. The field service representative determined the waste line was blocked. He examined the analyzer, then cleaned and removed the blockage from the waste line.